Manufacturer narrative:
(B)(4). Batch #: unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the distal gastric cancer operation surgery, when severing duodenal tissue, after fired, noted the distal staples malformed with irregular shape, and noted oozing. Used suture to oversew and stop oozing. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/24/2020. D4: batch # t5cc12. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.